Event description:
A report was received from (B)(6) stating that during pt use a cuff leak occurred in a evac tracheal tube. A hole was confirmed on the cuff. This was confirmed in the operation room. No pt harm was reported.

Manufacturer narrative:
No additional info has been provided. (B)(4).